Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited infection. In addition, the field representative confirmed that the allegation was not related to the device and system explant was not required. There were no additional adverse patient effects reported. The crt-d remains in service.

Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date and h6: impact codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited infection. In addition, the field representative confirmed that the allegation was not related to the device and system explant was not required. There were no additional adverse patient effects reported. The crt-d remains in service. Additional information indicates that the crt-d was explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results. This supplemental report was created to update the entry in d6b: explant date and h6: impact codes.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited infection. In addition, the field representative confirmed that the allegation was not related to the device and system explant was not required. There were no additional adverse patient effects reported. The crt-d remains in service. Additional information indicates that the crt-d was explanted. There were no additional adverse patient effects reported.